Event description:
It was reported that the stent was successfully deployed in the patient. In 2001, the stent was identified as belonging to a lot that was recalled by guidant corporation due to the possibility of the sterility being compromised. The patient was conservatively placed on antibiotics 8 to 9 days after the initial implant.